Event description:
Customer reportedly obtained a result of 132 mg/dl on the aviva system at 1:11 pm. The paramedics were called and did not treat customer based on the device result. Upon arrival at the hosp; the pt tested 30 mg/dl on the professional device at 1:31 pm. The customer was given saline and juice as treatment. Requested return of suspect system and replacement was sent.